Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited oversensing noise and capture anomaly. Noise was not reproducible. The device was explanted and replaced. The patient was in good condition post operation.

Manufacturer narrative:
(B)(4).